Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Evaluation of the customer samples was performed and glass breakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing molding defects during use. The following has been provided by the initial reporter: it was reported that glass serum tubes are breaking when spinning in the centrifuge. Received bd vacutainer serum, when spinning in centrifuge the bottom sheared off multiple specimens, when noticed, compared to a different lot the bottom of the tubes were less rounded, caused urine to leak,recollection. No specific dates, or amount of tubes (multiple tubes). Batch no. 9036721. She has product available.